Manufacturer narrative:
(B)(4): the customer reported that the device stopped pacing intermittently. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device stopped pacing intermittently. There was no report of negative pt impact.